Event description:
A hole was found in distal trellis balloon. No injury reported. Evaluation of the returned device on (B)(6) 2015 found a slice in the distal tip just distal of the most distal radiopaque marker band and a hole was also noted above the distal balloon distal marker band. The proximal balloon exhibited no abnormality or deformity and was able to be inflated. Crystalline residue was noted in and around the distal balloon.

Manufacturer narrative:
A review of the manufacture records for this device was conducted. Additional information has been requested. Should it become available a supplemental report will be submitted.